Event description:
Per the clinic, the patient experienced recurrent granulation overgrowth (specific date not reported). Subsequently, the patient underwent skin revision surgery under general anesthesia on (B)(6) 2023 in order to remove the abutment. The implanted device remains.